Manufacturer narrative:
(B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set fell off events in between (B)(6) 2024 to (B)(6) 2024. The infusion set was in use from 12 hours to 2 days. No further information available.